Event description:
The consumer alleged that their diamondclean brush head broke into pieces during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory diamondclean brush head of the philips sonicare power toothbrush system. Analysis results: product was not returned to confirm a malfunction has occurred.